Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the back panel-power entry module to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the screen breaks up and the staff has to tap on it, and then the screen noise goes away. The case has been completed with this inconvenience.